Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024 it was reported that patient faced tape not sticking event. The infusion set was in use for couple of hours. No further information was available.